Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. It should be noted the customer had expired test strips (lot # 0927625, exp. 31-oct-2011). (B)(4).

Event description:
A customer reported receiving a reading of on her adc glucose meter of 63 mg/dl at 8:30pm on (B)(6) 2012, that was lower than she felt. On the following morning, (B)(6) 2012 at 7:00am, the customer received a low battery icon on her adc meter. As a result of these issues, the customer stated that at noon on (B)(6) 2012, she was attending a meeting and experienced symptoms of "shaky, diaphoretic, blurred vision". The customer further reported "she was waiting for lunch and so she went to lunch and ate pineapple and grapes and then all of a sudden she passed out". The customer reported experiencing a loss of consciousness. No third-party medical intervention was reported. The customer self-treated with "apple juice". There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retain test strip lot 1013604. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was not found in meter memory. In addition, the device powered on with button depression and with insertion of strips. Low battery icon was not observed. This is a final report. (B)(4).